Event description:
It was found that the casters would not roll due to the tire tread being detached from the caster and the scale would not zero due to a malfunctioning scale assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.